Event description:
The trumatch femoral resection guide showed that a size 4 was the correct size for the pt. However, during the surgery, the surgeon found a size 3 to be more accurate, downsized the femur to a size 3. The femoral component was slightly flexed and the tibial component had slight anterior slope that was to be readjusted during the case. Also there was a slight over space on radial side. The surgery was extended.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.